Event description:
While using a byte day aligners, patient reported that they experienced really bad headache while wearing aligners. When they remove them, a few hours later they would go away. They recently went to their dentist who recommended them to stop wearing the aligners until further examination is done. Requested letter of recommendation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.